Manufacturer narrative:
A technical services investigation was performed using device records. The results of the investigation were inconclusive. The information provided was insufficient to perform investigation.

Event description:
Related manufacturer report number 2017865-2023-46565. It was reported that during recovery from the initial implant procedure in the intensive care unit (ICU), right ventricular loss of capture was noted resulting in arrhythmia requiring cardiopulmonary resuscitation (CPR). Diagnostic imaging was performed, however, no anomalies were noted. Abbott technical support was contacted and the device was reprogrammed. The patient was in stable condition.